Event description:
The customer reported that the thermogard xp ivtm system (sn (B)(6)) displayed a tcmid:05 (coolant diff failure) error message. The customer did not provide any further information. It is unknown when the problem occurred. However, patient use information was requested, but no additional information was provided.

Manufacturer narrative:
The thermogard xp ivtm system (sn (B)(6)) was evaluated at the customer site. The reported complaint that "the thermogard console displayed a tcmid:05 (coolant diff failure) error message" was confirmed in the system's event log and during functional testing. The root cause of the tcmid:05 error was the failed lm34 temperature sensor, possibly due to the age of the device. The thermogard console was manufactured in january 2014 and is over 9 years old, well beyond its expected service life of 5 years. During visual inspection of the thermogard console, no physical damage was observed. A review of the console's event log revealed several tcmid:05 (coolant diff failure) error messages on the customer's reported event date, confirming the reported complaint. The thermogard system failed functional testing as the console displayed a tcmid:05 error message upon powering up, confirming the reported complaint. The technical investigation determined that the root cause of the reported tcmid:05 error was the malfunctioning lm 34 temperature sensor, which was replaced to remedy the fault. Following service, including preventive maintenance service actions, the thermogard console passed all tests with no issues, and readings were within the specified limits. Historical complaints were reviewed for service information related to the reported complaint, and no similar complaint was found for the thermogard console with serial number (B)(6).